Event description:
It was reported that during sterile processing at the user facility, a piece of a cutting blade was stuck in the blade mount. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis in progress.

Manufacturer narrative:
Upon evaluation by a manufacturer technician, the failure of a blade being broken off in the device was not confirmed. Through visual inspection, the boot was found to be ripped, although is not believed to be related to the reported event. The device was serviced and returned to the user facility.

Event description:
It was reported that during sterile processing at the user facility, a piece of a cutting blade was stuck in the blade mount. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.